Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issue has been completed. Device history record review confirmed that the pump passed all post sterile inspection checks.the pump was not returned for investigation. Data logs recorded suction events and low flow while running on p3 followed by the moving to p2 with reported saturated flow for some time. This condition resolved by the repositioning the pump with switching p level to 6. The cause of the positioning issue was use related since issue was resolved by repositioning the pump.

Event description:
The user facility reported a patient with cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support and positioning issue and low pump flow that resulted in the device being explanted and replaced. The patient presented to the catheterization lab and the impella cp device was placed via a right femoral artery access. The guidewire was removed, impella cp pump was turned on, and had continuous suction alarms. Multiple attempts were made to reposition; however, suction alarms continued and was unable to be resolved. The decision made to replace the pump. There was no report of adverse effects to the patient as a result of this event. Long-term plan of medical management and palliative care was noted due to the patient's long-term mental health issues and inability self-care. The patient was supported for a total of five days, the impella was successfully weaned and explanted without incident.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.